Manufacturer narrative:
The device remains in service. The manufacturer of the rv lead was not known. The field representative confirmed with the hospital that no intervention has been performed to date and the patient was now enrolled in the remote monitoring system for closer monitoring of the issue. The patient reported no symptoms due to the observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right ventricular (rv) lead, resulting in pacing inhibition for the pacemaker-dependent patient. Noise was recreated in the clinic with patient arm movements. Technical services reviewed the available data and found the noise was consistent with contact potentials. The signals were large and would not likely be masked by making the v channel less sensitive. Additional evaluation of the lead was recommended. In the episode available for review, the noise inhibited pacing for less than two seconds. No adverse patient effects were reported.